Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported patient's concern for textured implant device and rupture on left side. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and yellow particles in the shell. A visual and microscopic analysis was performed which identified: broken crease sharp on anterior, creases fold, missing shell and stress marks based on the device analysis the final assessment is: missing shell assessed as inconclusive a broken crease sharp on anterior assessed as fold flaw opening